Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the first two distal struts which are pulling distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. A 3.50 x 24mm synergy drug-eluting stent was selected for use but failed to cross the lesion. However, the stent struts got lifted when physician tried to advanced the device again. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. A 3.50 x 24mm synergy drug-eluting stent was selected for use but failed to cross the lesion. However, the stent struts got lifted when physician tried to advanced the device again. The procedure was completed with a different device. There were no patient complications reported.